Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in wall of the ivc. The device was removed percutaneously after an attempted but unsuccessful removal procedure. It was further reported that the detached strut retained in body and the patient reportedly experienced pe post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years post filter deployment, venogram revealed chronic dvt and chronic occlusion of the ivc filter. Subsequently, patient presented for filter retrieval and no other details were provided. Therefore, the investigation is confirmed for occlusion of the ivc filter. However, the investigation is inconclusive for filter tilt, filter limb detachment, pe post implant and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 11/2010),g4,h6(device: 2907.) H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years post filter deployment, venogram revealed chronic dvt and chronic occlusion of the ivc filter. Subsequently, patient presented for filter retrieval and no other details were provided. Therefore, the investigation is confirmed for occlusion of the ivc filter. However, the investigation is inconclusive for filter tilt, filter limb detachment and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2010), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in wall of the ivc. The device was removed percutaneously after an attempted but unsuccessful removal procedure. It was further reported that the detached strut retained in body and the patient reportedly experienced pe post implant; however, the current status of the patient is unknown.